Event description:
Complainant reported leakage from the feed and med ports of a 20 fr magna-port gastrostomy tube.

Manufacturer narrative:
The lab evaluation indicated that the complaint of feed and med ports leakage of the gastrostomy tube was confirmed.